Event description:
Patient allegedly received an implant around some time in (B)(6) 2010 due to deep vein thrombosis and pulmonary embolism. Patient is alleging "device is unable to be retrieved, complete ivc and bilateral iliac thrombosis, collateral inflow into the suprarenal ivc, extensive thrombus at the ivc filter, required pharmacomechanical thrombolysis and venoplasty, filling defect at the level of the ivc filter and pulmonary embolism post ivc filter implant. Patient further alleges pain, leg swelling, suffering, mental anguish, and loss of enjoyment of life. Patient is afraid that her filter, which cannot be removed, will cause additional future injuries and potentially even death given the progressive nature of ivc filter complications and the high complication rates associated with cook ivc filters." Additionally, patient alleges pulmonary embolism post implant.

Manufacturer narrative:
Name and address for importer site: (B)(4). Patient code: pulmonary embolism (1498) - listed in IFU, thrombus (2101) - not listed in IFU. Device code: difficult to remove (1528) - not listed in IFU, filling problem (1233) - not listed in IFU. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable.d4) catalog# is unknown but referred to as cook gunther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'unable to retrieve, deep vein thrombosis, ivc filter thrombus, pulmonary embolism, pain, swelling, anguish'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain is directly related to the filter. Unknown if the reported swelling, anguish is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.